Event description:
Caller reported cgm error 42, which did not impact customer¿s blood glucose level adversely. Customer was provided with complete pump reset information by technical support and was advised to reset the pump when ready and follow up if issue persists. No additional information about the outcome of the event was received.